Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a b3: event date is date valid  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that this winter they had surgery on both legs for circulation issues. Caller stated that since (B)(6) they haven't used the stimulator because of the procedures. Caller stated they just got their staples out last week. Caller was talking to their doctor yesterday who told them to charge the implant and try using it because it was put in for nerve pain and muscles and stuff like that on their back, neck, and legs. Caller stated that they have left the controller alone for too long and now it won't charge and says the data has been lost. Caller noted the controller wouldn't even power on now, "that's how bad it is." Agent had caller connect the controller to the ac power supply. Caller confirmed the power on and showed "memory problem." Agent attempted to walk caller through setting the date and time but patient skipped through the screens on accident. Caller confirmed the green light was flashing on t he controller. Agent reviewed with caller everything appears to be working as intended and instructed to allow the controller to recharge for a few hours. Caller may call back for assistance charging the implant. Pt called back to continue troubleshooting. Pt mentioned they had their legs operated on and did not have the device on for a while. Pt charged their controller and now trying to charge the implant. Walked pt through passive recharge mode. Instructed pt to continue. Called pt back and pt confirmed they got to normal charging screen. Ins was at 30%. Assisted pt turning stimulation on. Pt said stim felt too strong. Instructed pt to turn stim down. Pt turned it down from 6.5 to 4.1 and still felt strong. Pt kept going down and still felt strong even though the intensity was going down. Pt was in group c. Suggested to change the group. Pt tried group a and still felt stim strong. Pt decreased. It said settings not available. Pt tried again to go down and intensity went down but still felt strong. Pt then tried group b. Pt said it was a little better. Pt said something was not right. Pt kept going down and the feeling of stim does not change and felt the same. Pt went to zero and still did not feel the difference. Pt was still feeling stim at zero. Pt had 2 programs and pt decreased both all the way down. Pt then said finally it started to ease down some. Pt was sitting down during the call. Pt said they were down to zero but felt stim when moved their leg. Pt said they will set up an appointment with rep. Pt said they usually work with rep and usually they can program to where pt does not feel any stim. Pt needed to go back and finish updating the date. The date was grayed out. Reviewed to finish charging the implant, unplug the rtm and then update the date.